Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG falloff test. The cause was isolated to a shorted u200 solder bridge on the distribution node pca, damaging ECG ¿a¿ and ¿b¿ cables. In addition, the blue 5v line was showing signs of thermal damage. The root cause for the shorted u200 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.